Event description:
The pt reports undergoing cataract surgery with implantation of the crystalens in the left eye. Postoperatively, the pt complained of difficulty with depth perception, glare, and sensitivity to sunlight. The pt is now claiming that she fell and broke her leg due to her altered depth perception. Additional info was provided by the implanting surgeon, who reports that the event was due to lens vaulting, pt anatomy (with preexisting astigmatism), and planned mild myopia. There is no decrease in bcva compared to baseline and no intervention has been performed. The surgeon reports that the pt's prognosis is excellent with refractive surgery, which the pt had been informed of prior to crystalens cataract surgery since she had mild preoperative astigmatism. The pt's preoperative bcva was 20/50 with mr +0.25 - 1.50 x 080. Postoperatively, the pt's bcva improved to 20/25+2 with mr -1.75 - 1.00 x 090.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B) (4).